Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The patient stated that she did not believe that it remained in her skin and that it was not on the sensor pod. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.